Manufacturer narrative:
The insulin pump was received with unresponsive down arrow button due to corroded keypad traces. No button error alarms were noted. The device had cracked case at display window corners, cracked display window, cracked belt clip slot, broken reservoir tube lip, and with minor scratched lcd window.

Event description:
It was reported that the customer received a button error alarm on the insulin pump. Customer's blood glucose level was 68 mg/dl. Customer received the alarm about 2 days ago. Customer was out of the country at the time. Customer stated that his blood glucose level is normal for him and he tends to run low. Customer had breakfast that morning and then the pump started screaming at him while he had it in his pocket. Customer took out the battery and when he put in back in, the pump kept saying button error. Insulin pump will need to be replaced. Customer was advised to discontinue use of the pump and revert to a back-up plan per health care professional's instructions. No additional information provided.

Manufacturer narrative:
(B)(4).currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.